Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the information display of the heart lung console stopped displaying data. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the patient as a result of this event.